Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 08may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The power supply is broken. The device is out of warranty so the customer decided to repair the unit themselves. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported unit will not boot up. There was no patient involvement.